Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated non-boston scientific right ventricular (rv) lead exhibited low rv pacing impedance measurements. A red alert was issued in the patient's remote monitoring system for this out-of range measurement. No adverse patient effects were reported.

Event description:
Boston scientific received corrected information. For this event, there was not a red alert due to low rv pacing impedance measurements. For this event, a fax for a yellow alert was not automatically transmitted to the facility. The yellow alert information was provided to the facility over the telephone. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The system issue was investigated and appeared to be resolved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.